Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran on its own intermittently and without being engaged by the hand switch or foot pedal. Therefore, the reported condition was confirmed. It was further determined that the internal components were all corroded and the electric motor and electronic control unit would not come out of the housing due to corrosion. The assignable root cause was determined to be due to immersion from improper cleaning/care due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine testing, it was observed that the electric pen drive device stayed in the on mode even though the console device was set to off. According to the report, the electric pen drive device was tested with a different console device and the same issue was observed. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.